Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was undergoing treatment for an aneurysm of the anterior communicating artery, 6mm. Vessel tortuosity was moderate. The patient was recovering well from the procedure and had no symptoms in particular related to the resistance and broken coil. The procedure was completed with coil embolus. The cause of the resistance and break was unknown. Catheter resistance occurred at the hub and there was a sense of resistance when the coil came out of the introducer sheath. A continuous saline flush was administered and maintained as indicated in the IFU. No kink/damage to the catheter or pushwire was confirmed. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Event description:
Medtronic received a report that an axium coil encountered resistance within the sheath. Resistance was felt while the coil was being sent into the microcatheter. When the coil was collected, the coil wire was exposed, so it was collected. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were reported. Additional information was received stating that the microcatheter was a non-medtronic product. It was clarified that the phrase, "coil wire was exposed" meant that the coil was broken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.